Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a leak had occurred. During inspection, it was discovered that blood had entered the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported. This report is for the iab used in the event. A separate report has been submitted for the iabp under mfg report number 2249723-2023-01272.